Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during the pre-operative device interrogation for a normal battery replacement procedure, the device and right ventricular (rv) lead exhibited impedance measurements fluctuating from 200 ohms to over 2000 ohms. Oversensing of noise was also observed. A fracture was suspected. During the procedure the physician attempted to confirm the fracture via fluoroscopy, however he was unable to visualize it. The device was explanted as planned for normal battery depletion and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.